Event description:
The device was connected to a patient for purposes of routine monitoring. Reportedly, the pt ECG was displayed as dashed lines several times during the use. The reporter stated there were no adverse affects to the pt resulting from the discrepancy.